Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the distal right coronary artery. A 2.25 x 20mm synergy ii drug-eluting stent was used, however; the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
A2: age at time of event - 18 years or older device evaluated by MFR.: synergy ous mr 2.25 x 20 stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the distal end of the stent lifted and pulled proximally. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a polymer extrusion kink 180mm proximal to the distal tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the distal right coronary artery. A 2.25 x 20mm synergy ii drug-eluting stent was used, however; the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.